Manufacturer narrative:
(B)(4). Visual examination of the sample confirmed a separated reservoir. No other observation was noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The root cause of the defect was due to error in manufacturing. Manufacturing personnel have been re-trained.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a two day infusor separated from the device during patient use. There was no patient injury or medical intervention. No additional information is available at this time.